Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure noise was oversensed on the right ventricular (rv) lead. Boston scientific technical services (ts) discussed the noise was likely due to air bubbles and would dissipate as the air expelled and the fluid dried. The device was checked the next day and the issue had resolved. This ICD system remains in service. No adverse patient effects were reported.